Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.5 cm to 14.1 cm from the connector pin, due to friction with device can, which could have caused the reported noise problem.

Manufacturer narrative:
The lead should have been reported as right atrial lead rather than ventricular lead.

Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.